Event description:
It was reported that the patient¿s stimulator went on and off. The stimulator wasn¿t helping him at the moment. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).